Manufacturer narrative:
The results of this investigation indicated there were tears in all three cusps. There was pannus ingrowth on the inflow basilar aspect of all cusps. Focal areas of calcification were observed in cusps 1 and 2. There was a disruption of layers of the cusp tissue in all cusps. No acute inflammation as present. A review of the device history record was not possible since the serial number was unavailable. There was no evidence found to suggest the cause of the tears, pannus, calcification, and disruptions were due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
This report is related to (B)(4) which was submitted after sjm learned the mitral valve was explanted. Gtin: unknown, lot/serial numbers not provided.

Event description:
On (B)(6) 1999, the patient was implanted with a 21mm biocor porcine aortic valve and a 27mm biocor porcine mitral valve. On (B)(6) 2015, the 27mm biocor mitral valve was explanted secondary to stenosis. Per report, this aortic valve was explanted, too. Both tissue valves were replaced with mechanical valves.